Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the hospital after receiving an inappropriate shock for an a fib with rapid ventricular response rhythm. The episode was detected in the vf zone. Programming changes were recommended. Device remains implanted.